Event description:
A physician attempted an arteriotomy closure using the starclose device after an known procedure. During the procedure, when the device was lined up at the finish arrows, the device popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.